Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros amon quality control result was obtained on a vitros 5600 integrated system. Results of precision testing demonstrated that the vitros instrument was not performing as expected at the time of the event. After completion of maintenance activities, acceptable vitros amon performance was observed. The assignable cause of this event was instrument related.

Event description:
The customer obtained a non-reproducible, lower than expected vitros amon quality control result on a vitros 5600 integrated system. Non-vitros qc l3 vitros amon result of 177.3 mol/l vs. Expected result 232.8 mol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no vitros amon patient samples tested during the time frame of the event were in question. However, the investigation cannot rule out that patient sample were not or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).